Event description:
This was a left-sided lead extraction performed in the hybrid or to remove a malfunctioning, 84mth old mdt 6949 fidelis ICD lead. The patient was intubated and prepped per hrs recommended standards. The md cut and inserted a cook liberator into the mdt 6949 and lasing began with the 14f sls ii. Lasing encountered adhesions but was able to progress to the distal coil until the patient's abp dropped significantly. Fluoroscopy noted no heart wall movement and CPR was started immediately. The heart team and perfusion were in the room within 5 minutes, the cvs within 10 minutes. The cvs performed a sternotomy within 20 minutes of the initial abp decline and the patient was placed on bypass. Upon opening the chest it was noted the lead was embedded into the lower portion of the svc and required surgical removal. The cvs stated it was like 'unzipping the svc wall' when the lead was cut away from the vasculature. The patient did not survive the rescue attempt.